Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 3 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid-lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.